Event description:
As reported, during use in a patient with thrombosis in the graft vessel used in the arteriovenous fistula, the balloon of this fogarty catheter burst. During the preoperative testing no abnormality had been found. Replacing the device, the issue was solved. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. The balloon was found to be ruptured in the middle area. Rupture edges did not appeared to match up. Through lumen was occluded with clotted blood, it could not be cleared, blood residues were visible at the hub. No other visible damage or abnormality was observed from catheter body or windings. Engineering task was assigned for further investigation. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the units go through a balloon integrity inspection as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Additionally, a pra has been generated to address this failure mode. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.